Event description:
Reporter alleged that there is melted plastic on the inform base unit. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.